Event description:
Complainant alleged that during biomed testing, the associated defibrillator failed self test using these electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The actual electrode pads were not returned to zoll for evaluation. Instead, a retained sample of lot number 1022d was performed. Based on the retained sample testing, the customer's report was not replicated or confirmed. Testing of the retained samples did not duplicate the customer's report. A visual inspection found no discrepancies. Our evaluation found that the retained sample electrodes were assembled according to specification and worked as expected. Analysis of reports of this type has not identified an increase in trend.